Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect tsh results for one sample. The following data was provided: sid (B)(6): initial result = 9.945 uiu/ml, repeat = 14.62 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67455ud00. A device history record review did not identify any non-conformances, deviations, or potential non-conformances related to lot number 67455ud00 and complaint issue. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 67455ud00 is within the established control limits. Therefore, no unusual reagent list performance was identified for the lot 67455ud00. Labeling was reviewed which adequately addresses the current issue. Based on the available information, no systemic issue or deficiency of the architect tsh reagent lot number 67455ud00 was identified.

Event description:
The customer observed falsely depressed architect tsh results for one sample. The following data was provided: sid (B)(6): initial result = 9.945 uiu/ml, repeat = 14.62 uiu/ml. No impact to patient management was reported.